Manufacturer narrative:
Concomitant product: product ID 8703w, lot # l40756, implanted: (B)(6) 1997, product type catheter. (B)(4).

Event description:
On 2014-12-16, 2015-01-30, 2015-02-20 and 2015-09-18 information was received from a consumer via a company representative regarding a (B)(6) female patient who was receiving baclofen (unknown) 2000mcg/ml at 820.0 mcg/day and bupivacaine 2000mcg/ml at 12 mcg/day via an implantable pump for intractable spasticity and multiple sclerosis. Per the patient, the medication was ¿periodically dropped and raised-dropped by telemetry.¿ the patient was staying in a group home and currently did not have a managing hcp as her managing hcp had discharged her due to her medications being stolen by a caregiver. She was possibly to be in the group home for another month. She had an appointment with a physician set for (B)(6) 2015 but the pump was set to alarm on (B)(6) 2015 (unclear if it was the low reservoir alarm). The patient felt she always ran out of medication 7-10 days prior to her pump fills and that her refill should be due now. She was already having a return of symptoms on (B)(6) 2014. She had been suffering for about a week. The spasticity in her right leg was already cramping up and pulling her leg up which was very painful. The patient did not want to be treated with oral medication as she couldn¿t function properly so her plan was to go to an emergency room and have someone fill the pump before the (B)(6) 2015 appointment. The patient stated she was handicapped and a couple girls taking care of her stole her medication. The patient also mentioned she had a fracture in her back at l3. The patient has been taking 3 percocet a day and it was not helping with the pain too much. The patient was going through a lot of pain, severe pain and the pain got worse. The pain started about a week and a half prior to (B)(6) 2015. On (B)(6) 2015, the patient could not move. The patient¿s pump alarm went off over new year¿s day. The patient had 1 hcp that she could see on (B)(6) but she didn¿t think she could wait that long. In (B)(6) 2015, the patient had gone to the emergency room because the patient had missed a refill appointment and the pump had run dry. At that time, the patient was in between physicians. Beginning on (B)(6) 2015, the patient experienced pain and was weak. The patient¿s pump was scheduled to be refilled on (B)(6) 2015. The patient¿s urine tested positive for alcohol, but the test had been proven wrong by 4 other physicians. The patient¿s physician had dismissed her because of this. The patient had gone to the emergency room and mentioned having a morphine injection into her arm. The patient was still being treated with baclofen intrathecal and morphine intrathecal via an implanted pump. Per the patient, she was going to ¿lie in bed and die from the pump,¿ indicated that she was going to ¿cut the pump out,¿ and had a broken tooth in her mouth. The patient took 28 pills a day. The patient was sick and said ¿the pump is my life.¿ the patient was still trying to find a physician to manage their pump. No further details or dates were provided regarding these issues/events. Additional information has been requested, but it was not available at the time of this report.